Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system has a bad display. There was no reported adverse event.

Manufacturer narrative:
Other, other text: device evaluation: one level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and device found with wear and tear damaged enclosure, line cord, and pole clamp. Outdated front cover, pcb, and power switch. Visual inspection was performed, then investigator removed the front cover, plugged in line cord, and turned on device. The customer reported problem was confirmed. According to the investigation, impact to the front of device causing damage to the lcd which cause the reported problem. The unit was determined to be beyond economical repair due its old age. No repairs were made. The problem source of the reported problem is user interface (customer damage).